Manufacturer narrative:
Concomitant medical products: balloon catheters: lacrosse 2.0/15mm, potenza 3.0/15mm it is anticipated that the device will be returned for analysis, but the device has not yet been returned. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: a cypher select + was unable to cross the entire target lesion and the stent became dislodged within the lesion. The stent was removed with a snare and the lesion was successfully treated with another product. The target lesion was in the proximal to mid left anterior descending artery (lad) and was described as de novo, diffuse, heavily calcified and highly tortuous, with 90% stenosis. Radial approach was chosen for the procedure. The lesion was pre-dilated with a 2.0 x15mm lacrosse balloon at 16atm. Ivus was conducted and a 3.0 x 28mm cypher select + was delivered to the target lesion, but there was friction at the bifurcation of the first diagonal branch due to heavy calcification and flexion. When the physician pulled the cypher select+ back through the lesion, the stent dislodged on the guidewire between the proximal and mid lad. The guidewire crossed distally to the target lesion. The sds of the cypher select+ was retrieved from the patient and the dislodged cypher select+ stent was safely retrieved from the patient using a snare catheter. To complete the procedure, additional pre-dilation was conducted and a different drug-eluting stent (nobori: 3.0/24mm) was successfully implanted at the target lesion. There was no patient injury reported. The physician did not indicate any anomalies prior to use. One non-sterile cypher select + (B)(6) 3.00 x 28mm was received coiled inside a plastic bag. The stent was hanging from a snare. The stent was damaged (crushed and bent). The balloon was already inflated. The sds did not show any damages. Crimping and bumping marks were observed on the balloon. No more anomalies were found. A crossing profile could not be measured due to the received condition of the stent. During microscopic analysis crimping and bumping marks were observed in the balloon and the stent was bent and crushed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure "stent dislodged-in patient" was confirmed. The exact cause of the failures experienced by the customer could not be determined. The IFU instructs that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. Based on the information available for review, there are possible vessel characteristics (bifurcation, calcification, flexion) and procedural factors that may have contributed to this event. Neither the DHR review not the product analysis suggests that the reported failures are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. Cypher select product (B)(4) is not distributed in the us; however, it is similar to us distributed cypher product (B)(4). One non-sterile cypher (B)(4) 3.00 x 28mm was received coiled inside a plastic bag. The stent was hanging from a snare. The stent was damaged (crushed and bent). The balloon was already inflated. The sds did not show any damages. Crimping and bumping marks were observed on the balloon. No more anomalies were found. A crossing profile could not be measured due to the received condition of the stent. During microscopic analysis crimping and bumping marks were observed in the balloon and the stent was bent and crushed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
A cypher select + was unable to cross the entire target lesion and the stent became dislodged within the lesion. The target lesion was in the proximal to mid left anterior descending artery (lad) and was described as de novo, diffuse, heavily calcified and highly tortuous, with 90% stenosis. Radial approach was chosen for the procedure. The lesion was predilated with a 2.0 x15mm lacrosse balloon at 16atm. Ivus was conducted and a 3.0 x 28mm cypher select + was delivered to the target lesion, but there was friction at the bifurcation of the first diagonal branch due to heavy calcification and flexion. When the physician pulled the cypher select+ back through the lesion, the stent dislodged on the guidewire between the proximal and mid lad. The guidewire crossed distally to the target lesion. The sds of the cypher select+ was retrieved from the patient and the dislodged cypher select+ stent was safely retrieved from the patient using a snare catheter. To complete the procedure, additional pre-dilation was conducted and a different drug-eluting stent (nobori: 3.0/24mm) was successfully implanted at the target lesion. There was no patient injury reported. The physician did not indicate any anomalies prior to use.